Manufacturer narrative:
No product was provided for analysis. The lead was capped due to sensing issues. Its unknown how the device issue resolved. There was no other adverse event with the patient reported. The event mw5154211was reported through FDA's medwatch program and implant date, explant date or customer details were not provided, therefore additional information related to this event could not be requested. The lot number was not provided; therefore, the device history record could not be reviewed, however, inspection procedures require any oscor product to pass all in-process and qa final inspection before shipping to the customer. The device was not returned for evaluation; there was no device performance issue reported, so no further investigation is required. The complaint is non-verifiable as the product was not returned for evaluation. The device is no longer manufactured by oscor. No corrections or corrective actions will be taken. Oscor will continue to monitor this event type. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
It was reported that this lead was capped due to sensing issues presented. Furthermore, the lead was trapped in the old device header due to the screw being stripped. It was noticed through a fluoroscopy that the insulation was compromised. No additional adverse patient effects were reported. No additional adverse patient effects were reported